Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered severe permanent bodily injuries and physical pain. All other information is unknown and unavailable.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the pinnacle posterior pfr kit had been implanted to replace a stamley bolster excised during the same procedure. The patient had presented with many complications from the stamley bolster, mainly leakage and grade-3 stress urinary incontinence. The patient showed leakage on (B)(6) 2010, at her first examination following the pinnacle implantation/stamley bolster explantation procedure. The physician believed that the leakage was caused by scarring to the urethra from the stamley bolster implantation procedure, and recommended bulking to help the patient's leakage problem. On (B)(6) 2010, the physician noted that there was no sign of erosion, prolapse, infection or any other complications. Leakage persisted, however, and bulking treatments continued. The leakage was getting better, but the patient abruptly stopped treatment on (B)(6) 2010. In the physician's assessment, the case was extremely difficult from the beginning. There were no complications related to the pinnacle device; the complications were due to a severely scarred urethra from the stamey bolster implant. The patient's current condition is unknown and unavailable.